Manufacturer narrative:
Restenosis in the proximal portion of the left circumflex artery was confirmed and the patient was diagnosed as stable angina. Percutaneous coronary intervention (pci) was performed for the proximal portion of the left circumflex artery (restenosis and heavy calcification). In the procedure, a pre dilatation was made and the cypher stent was implanted in the target lesion. The dilatation of the stent was enough, however, dissociation was confirmed from the distal portion of the stent to the distal portion of the left circumflex artery. The physician planned to add another stent(s), but stent expanding insufficiency was concerned due to the encircling calcification of the distal portion of the left circumflex artery. Additional stent was not implanted. It was verified that dissociation was not extending for several minutes, therefore, the procedure completed. Approximately one month post procedure pci was performed in the middle portion of the left anterior descending artery. During the angiography, asymptomatic thrombotic occlusion was confirmed in the proximal portion of the left circumflex artery. The target lesion was dilated and a cypher stent was implanted in the middle portion of the left anterior descending artery. Three days later the patient left the hospital. Three days later the patient was taken in the ambulance and sent to the hospital. Percutaneous cardiopulmonary support was introduced to the patient due to ventricular fibrillation. It was confirmed that the target lesion was totally occluded and thrombus image was in the left anterior descending artery. A balloon catheter was used for the treatment of the target artery (detail unknown). No treatment was made for the left anterior descending artery. Intra-aortic balloon pumping was performed. The patient was expired on the same day. Autopsy was not done. When the patient was brought to the hospital, the total occlusion in the target lesion and the image of thrombus in the left anterior descending artery were confirmed. The cause of death is considered as stent thrombosis in the proximal portion of the left circumflex artery. There is no additional information received. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿stent underexpanded¿ and ¿stent thrombosis¿ were not confirmed through analysis of the returned device as the device remained implanted in the patient, a lot number was not provided therefore a phr review could not be generated and no images were provided for review. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (encircling calcification) may have contributed to the events. According to the safety information in the instructions for use ¿the risks and benefits should be considered for each patient before use of the cypher sirolimus-eluting coronary stent. Patient selection factors to be assessed should include a judgment regarding risk of antiplatelet therapy. Special consideration should be given to those patients with recently active gastritis or peptic ulcer disease. Premorbid conditions that increase the risk of a poor initial result or the risks of emergency referral for bypass surgery (diabetes mellitus, renal failure, and severe obesity) should be reviewed. A review of the vessel location, reference vessel size, lesion length, qualitative target lesion characteristics, and the amount of myocardium in jeopardy from acute or subacute thrombosis must also be considered. Thrombosis following stent implantation is affected by several baseline angiographic and procedural factors. These include vessel diameter less than 3 mm, intra-procedural thrombus, and dissection following stent implantation. In patients who have undergone coronary stenting, the persistence of a thrombus or dissection should be considered a marker for subsequent thrombotic occlusion. These patients should be monitored very carefully during the first month after stent implantation.¿ the very limited information does not suggest that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, restenosis in the proximal portion of the left circumflex artery was confirmed and the patient was diagnosed as stable angina. Percutaneous coronary intervention (pci) was performed for the proximal portion of the left circumflex artery (restenosis and heavy calcification). In the procedure, a pre dilatation was made and the cypher stent was implanted in the target lesion. The dilatation of the stent was enough, however, dissociation was confirmed from the distal portion of the stent to the distal portion of the left circumflex artery. The physician planned to add another stent(s), but stent expanding insufficiency was concerned due to the encircling calcification of the distal portion of the left circumflex artery. Additional stent was not implanted. It was verified that dissociation was not extending for several minutes, therefore, the procedure completed. Approximately one month post procedure pci was performed in the middle portion of the left anterior descending artery. During the angiography, asymptomatic thrombotic occlusion was confirmed in the proximal portion of the left circumflex artery. The target lesion was dilated and a cypher stent was implanted in the middle portion of the left anterior descending artery. Three days later the patient left the hospital. Three days later the patient was taken in the ambulance and sent to the hospital. Percutaneous cardiopulmonary support was introduced to the patient due to ventricular fibrillation. It was confirmed that the target lesion was totally occluded and thrombus image was in the left anterior descending artery. A balloon catheter was used for the treatment of the target artery (detail unknown). No treatment was made for the left anterior descending artery. Intra-aortic balloon pumping was performed. The patient was expired on the same day. Autopsy was not done. When the patient was brought to the hospital, the total occlusion in the target lesion and the image of thrombus in the left anterior descending artery were confirmed. The cause of death is considered as stent thrombosis in the proximal portion of the left circumflex artery. There is no additional information received.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. A review of the manufacturing records could not be conducted without a lot number.

Event description:
As reported, restenosis in the proximal portion of the left circumflex artery was confirmed and the patient was diagnosed as stable angina. Percutaneous coronary intervention (pci) was performed for the proximal portion of the left circumflex artery (restenosis and heavy calcification). In the procedure, a pre dilatation was made and the cypher stent was implanted in the target lesion. The dilatation of the stent was enough, however, dissociation was confirmed from the distal portion of the stent to the distal portion of the left circumflex artery. The physician planned to add another stent(s), but stent expanding insufficiency was concerned due to the encircling calcification of the distal portion of the left circumflex artery. Additional stent was not implanted. It was verified that dissociation was not extending for several minutes, therefore, the procedure completed. Approximately one month post procedure pci was performed in the middle portion of the left anterior descending artery. During the angiography, asymptomatic thrombotic occlusion was confirmed in the proximal portion of the left circumflex artery. The target lesion was dilated and a cypher stent was implanted in the middle portion of the left anterior descending artery. Three days later the patient left the hospital. Three days later the patient was taken in the ambulance and sent to the hospital. Percutaneous cardiopulmonary support was introduced to the patient due to ventricular fibrillation. It was confirmed that the target lesion was totally occluded and thrombus image was in the left anterior descending artery. A balloon catheter was used for the treatment of the target artery (detail unknown). No treatment was made for the left anterior descending artery. Intra-aortic balloon pumping was performed. The patient was expired on the same day. Autopsy was not done. When the patient was brought to the hospital, the total occlusion in the target lesion and the image of thrombus in the left anterior descending artery were confirmed. The cause of death is considered as stent thrombosis in the proximal portion of the left circumflex artery.